Manufacturer narrative:
The actual device in the incident has not yet been made available to the manufacturer to be evaluated and a lot number was not reported. Without the sample and a lot number a thorough evaluation could not be performed. No specific conclusions can be drawn. Although a lot number was not reported, twenty five unused samples in b. Braun's current inventory were subject to a pull test of the catheter to hub joint until failure using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the pull test. All available information has been provided to the actual manufacturer, b. Braun medical industries. If the actual device is received, a follow-up report will be filed.

Event description:
As reported by the user facility: nurse giving antibiotic to pediatric patient. Catheter was leaking. Nurse went to change IV catheter, and just the hub was found. They can palpate something along vein (left hand radial side) but cannot visualize catheter using xray or ultrasound. Catheter was inserted in 2008, by ems. Additional information obtained from the physician indicated the catheter was never located on x-ray or ultrasound. They do not know if the catheter remains in the body or fell on the floor. The patient was discharged and to date they have no indication that the pediatric patient suffered any adverse sequela associated with this incident. The status of the sample is unknown at this time, however, when located it will most likely be returned for evaluation. The lot number is not available since the catheter was inserted by the ambulance service.